Event description:
It was reported the lead was capped due to loss of capture, high impedance and interference, noted via telemetry at follow-up. No patient complications have been noted as a result of this event.